Event description:
It was reported that when using the bd pyxis¿ es server all devices were showing critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was showing critical override mode. A technical support specialist (tss) checked the carefusion coordination engine (cce) and confirmed it was functioning properly, acting as the server for the admit discharge transfer (adt) connection. The issue was identified on the rxconnect side, where connections were repeatedly established and disconnected. Integration support verified that the problem stemmed from a mismatch in the external system "interface host time zone" setting, which remained on est after a server migration to cst. This caused adt/pis processing delays of 60 minutes and generated notices. The interface agent updated the "interface host time zone" to cst, consistent with msh.7 of incoming messages. After the change, the connection stabilized, data processing resumed correctly, and the customer confirmed the issue was resolved. The system functioned as intended after the integration support engineer troubleshot the device.